Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Therefore, it was explanted and successfully replaced. Pocket stimulation was experienced due to the non-programmable setting of this mode. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Therefore, it was explanted and successfully replaced. Pocket stimulation was experienced due to the non-programmable setting of this mode. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific. Additional information indicated that the patient with this device experienced a syncopal episode. It was determined that there was oversensing due to the non-programmable settings related to the safety mode. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific.

Manufacturer narrative:
This report is being submitted to update section d7a and h6 patient codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Therefore, it was explanted and successfully replaced. Pocket stimulation was experienced due to the non-programmable setting of this mode. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific. Additional information indicated that the patient with this device experienced a syncopal episode. It was determined that there was oversensing due to the non-programmable settings related to the safety mode. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Therefore, it was explanted and successfully replaced. Pocket stimulation was experienced due to the non-programmable setting of this mode. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific. Additional information indicated that the patient with this device experienced a syncopal episode. It was determined that there was oversensing due to the non-programmable settings related to the safety mode. No additional adverse patient effects were reported. At this time, this device was already returned to boston scientific.